Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02032, 0001825034-2022-02033, 0001825034-2022-02034, and 0001825034-2022-02035. Event date: between (B)(6) 2014 and (B)(6) 2016. Explant date: between (B)(6) 2014 and (B)(6) 2016. Concomitant medical products: unknown vanguard tibial insert catalog#: ni lot#: ni, unknown vanguard tibial tray catalog#: ni lot#: ni, unknown femoral stem catalog#: ni lot#: ni, unknown tibial modular stem catalog#: ni lot#: ni. Foreign source: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Biazzo, a., d'ambrosi, r., staals, e., masia, f., verde, f. (May 2022). Hybrid cementation technique using the new modular system for aseptic knee arthroplasty revision surgery. The archives of bone and joint surgery. 10 (5), 432-438. Https://doi.org/10.22038/abjs.2021.52467.2593.

Event description:
It was reported via study that a patient underwent a left knee revision approximately twenty-four months post-implantation due to pain. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.